Event description:
The pt was ordered to receive 120 ml of monogen formula every three hours to be given over two hours. The pump was set with a "volume to be delivered (vtbd button on pump) of 120 ml and rate was set at 60ml/hr. Volume on pump was cleared prior to start of feed so volume equaled zero. Rn noted after more than two hours that the feeding pump had not alarmed. Upon investigation, the pump was still delivering formula but the total volume infused was 143 ml. This was more than the 120 max volume that was set on the pump. The pump was tagged and should be investigated as to how the malfunction happened.